Event description:
Reportedly, the patient went to hospital on (B)(6) 2019 due to fatigue. A pacemaker check revealed ventricular lead impedance above 3000 ohms and the patient was hospitalized. A re-intervention was performed on (B)(6) 2019. The ventricular lead was tested with psa in bipolar configuration: there was no pacing and no sensing. Noise was observed between the connector pin and the pacemaker pocket; normal values were observed between the ring and the pacemaker pocket. X-ray did not reveal any fracture on the ventricular lead. The ventricular lead was capped and abandoned. Psa measurements did not show any anomaly on the atrial lead. However, the atrial lead was capped and abandoned as well. The pacemaker was explanted and a new pacing system was implanted. Preliminary analysis of provided patient files confirmed that non-physiological signals and abnormal impedance were observed on the ventricular channel since january 2019.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190307 - file-2019-00279 - analysis_and_closure_report_resp-2019-00331.pdf].

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient went to hospital on (B)(6) 2019 due to fatigue. A pacemaker check revealed ventricular lead impedance above 3000 ohms and the patient was hospitalized. A re-intervention was performed on (B)(6) 2019. The ventricular lead was tested with psa in bipolar configuration: there was no pacing and no sensing. Noise was observed between the connector pin and the pacemaker pocket; normal values were observed between the ring and the pacemaker pocket. X-ray did not reveal any fracture on the ventricular lead. The ventricular lead was capped and abandoned. Psa measurements did not show any anomaly on the atrial lead. However, the atrial lead was capped and abandoned as well. The pacemaker was explanted and a new pacing system was implanted. Preliminary analysis of provided patient files confirmed that non-physiological signals and abnormal impedance were observed on the ventricular channel since (B)(6) 2019.